Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The insulin pump passed the self-test, unexpected restart error test, rewind test and displacement test. However, the device alarmed compromised force sensor system error alarm during basic occlusion due to slightly loose drive support disk. The insulin pump was received with cracked battery tube threads and minor scratches on the lcd window.

Event description:
Customer reported via phone call compromised force sensor system alarm message on the insulin pump. Customer's blood glucose level was 345 mg/dl. Customer treated their blood glucose via insulin pump. Troubleshooting for the prime rewind was performed. Customer advised the drive support cap was normal. Customer advised during the seating of the force the sensor did not detect the reservoir. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.